Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and genital haemorrhage ('heavy abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia (bleeding b/w periods"), bladder disorder ("bladder probs.,"), cystitis ("bladder infect.,.,"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), psychological trauma ("psych injury"), nausea ("nausea,"), visual impairment ("vision, problems") and myalgia ("muscles pain") and was found to have hormone level abnormal ("hormonal changes- describe") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, vaginal haemorrhage, menorrhagia, metrorrhagia, bladder disorder, cystitis, vaginal infection, migraine, headache, hormone level abnormal, psychological trauma, weight increased, nausea, visual impairment and myalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, myalgia, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, bladder probs., bladder infect., vag. Infect she did not received treatment for psych injury. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, metorhagia (bleeding b/w periods), bladder probs., bladder infect., vag. Infect, nausea, vision problems, weight gain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and myalgia ("muscles pain") and was found to have hormone level abnormal ("hormonal changes- describe"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache and myalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, myalgia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device, hormonal changes, muscles pain, she did not undergo essure confirmation test" were added. Reporter, patient and product information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), bladder disorder ("bladder probs.,"), cystitis ("bladder infect.,.,"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), nausea ("nausea,"), visual impairment ("vision, problems") and myalgia ("muscles pain") and was found to have hormone level abnormal ("hormonal changes- describe") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, vaginal haemorrhage, menorrhagia, metrorrhagia, bladder disorder, cystitis, vaginal infection, migraine, headache, hormone level abnormal, psychological trauma, weight increased, nausea, visual impairment and myalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, myalgia, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, bladder probs., bladder infect., vag. Infect she did not received treatment for psych injury discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2011 and 2012. Amendment: the report was amended for the following reason: after internal review, the event ¿genital haemorrhage¿ was downgraded to non-serious incident and "device migration" was kept as serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), bladder disorder ("bladder probs.,"), cystitis ("bladder infect.,.,"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), nausea ("nausea,"), visual impairment ("vision, problems") and myalgia ("muscles pain") and was found to have hormone level abnormal ("hormonal changes- describe") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, vaginal haemorrhage, menorrhagia, metrorrhagia, bladder disorder, cystitis, vaginal infection, migraine, headache, hormone level abnormal, psychological trauma, weight increased, nausea, visual impairment and myalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, myalgia, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, bladder probs., bladder infect., vag. Infect she did not received treatment for psych injury discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2011 and 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.